Event description:
It was reported that this lead was attempted to be placed in the left bundle branch. The lead went through the septum into the left bundle area, but the sensing was poor at around and the threshold was high. After taking the lead out, it came with tissue stuck on the helix. No additional adverse patient effects were reported.